Event description:
Customer reported device = 140 mg/dl at 9 am. Customer dosed with 5 mg of a diabetes medication. In the evening, device = 159 mg/dl. The next morning, customer stated having low blood glucose reading, however no values were provided. Customer's neighbor gave customer cranberry juice. At approx 4 pm paramedics were called because customer had slurred speech. Paramedics administered IV glucose and oxygen and observed customer for 45 minutes. Customer recently had diabetes medication changed. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.